Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# v380838, implanted: (B)(6) 2010, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated that she knew something was going wrong and it wasn't working for months in year of 2014 or the beginning of (B)(6) 2015 couple months before he most recent ins's implant surgery because of what was going on with the patient's fecal incontinence and urinary incontinent so doctor didn't do anything further and referred her to different doctor. Pt stated that the medtronic representative, confirmed that the device wasn't working. Patient stated the first thing they did was do an x-ray (patient stated x-ray was done in (B)(6) 2015). Device was explanted and replaced with current device.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated that she knew something was going wrong and it wasn't working for months in year of 2014 or the beginning of (B)(6)2015 couple months before the most recent ins's implant surgery because of what was going on with the patient's fecal incontinence and urinary incontinent so doctor didn't do anything further and referred her to different doctor. Pt stated that the medtronic representative, confirmed that the device wasn't working. Patient stated the first thing they did was do an x-ray (patient stated x-ray was done in april 2015). Device was explanted and replaced with current device.

Event description:
It was reported that a patient experienced jolting since her device system was replaced. The jolting stopped as soon as the device was turned off. The jolting was ¿mostly constant¿ and went down the patient¿s leg. The patient hadn¿t had any falls or trauma and had surgery in the past, but nothing around the system and nothing related to the therapy. The patient was also experiencing a loss of efficacy, which was why she was being seen by a manufacturer representative the day of the report. There was not a 50 percent or greater symptom reduction, the patient was not receiving effective therapy, and the event cause was not determined. Reprogramming was not tried because the patient didn¿t have the standard seven programs and she was at extremely low limits. The manufacturer representative tried to run an electrode impedance test at 0.2 volts since the patient was at such a low setting and had to stop because it was extremely painful. The electrode pairs of the case and 0 and the case and 2 were greater than 4000 ohms. Currently the device was off. The patient was deciding whether or not she would like to retrial or be explanted. It was unknown how the patient was doing.